Manufacturer narrative:
The calcium reagent lot number is 717259 and the expiration date is 30-jun-2024. The alt reagent lot number is 728054 and the expiration date is 31-jul-2024. The ast reagent lot number is 743192 and the expiration date is 31-oct-2024. The field service engineer (fse) found that the rinse head mechanism was leaking and replaced the tubing. The fse checked and adjusted the rinse level values, made probe adjustments, and performed mechanism checks successfully. The customer performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable ca2 calcium gen.2, altpm alanine aminotransferase acc. To ifcc with pyridoxal phosphate activation, and astpm aspartate aminotransferase acc. To ifcc with pyridoxal phosphate activation results for 3 patient samples on a cobas 8000 c702 module. The customer was prompted to repeat the samples as they noticed multiple critical low initial results. For sample 1, the initial ca2 result was 5.6 mg/dl. The sample was repeated on another c702 module and the result was 8.9 mg/dl. The sample was repeated on the original analyzer and the result was 7.4 mg/dl. For sample 2, the initial ca2 result was 3.3 mg/dl, the initial altpm result was 16 u/l, and the initial astpm result was 89 u/l. The sample was repeated on another c702 module and the repeat ca2 result was 8.2 mg/dl, the repeat altpm result was 28 u/l, and the repeat astpm result was 104 u/l. The sample was repeated on the original analyzer and the ca2 result was 3.5 mg/dl and the repeat astpm result was 194 u/l. For sample 3, the initial ca2 result was 5.3 mg/dl and the initial altpm result was 48 u/l. The sample was repeated on another c702 module and the repeat ca2 result was 9.4 mg/dl and the repeat altpm result was 22 u/l. The sample was repeated on the original analyzer and the repeat ca2 result was 6.5 mg/dl and the repeat altpm result was 40 u/l. For sample 4, the initial altpm result was 16 u/l and the initial ca2 result was 3.9 mg/dl. The sample was repeated on another c702 module and the repeat altpm result was 14 u/l, the repeat ca2 result was 8.4 mg/dl, and the repeat astpm result was 27 u/l. The sample was repeated on the original analyzer and the repeat altpm result was 30 u/l, the repeat ca2 result was 4.0 mg/dl and the repeat astpm result was 24 u/l. The first repeat results from the other module were deemed correct. No questionable results were reported outside of the laboratory.